Manufacturer narrative:
Additional information was received indicating that the event occurred during a routine preventive maintenance testing and no patient was involved in the event.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. Inspected the pump, attempted to run and it alarmed with error code 41622. The device was not able to perform any test. Further investigation of the pump's interior revealed broken optic switch. The damage was noted to have been caused by customer. Service will replace the optic switch. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error 41622. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.